Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Device inspection observed that the alarm button was physically damaged. Review of the device logs did not show events of an unexpected restart. The device self shut down issue was resolved by replacing the internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had stopped ventilation without prior warning alarms. There was no patient injury reported as a result of this incident.